Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their stimulation kept on shutting off so they pressed the white square button on their controller that showed the screen stimulation on and off. Pt said the issue started 2 days ago. Pt said after they pressed the stimulation on option, the controller would still show stimulation was off. Agent instructed pt to turn on the controller and unlock the screen by holding the lock symbol on the lock screen. Pt stated that the group a showed a green highlighted color around the box. Agent attempted to clarify the issue. Pt said they saw the stimulation off when they pressed the white square button and if they pressed the stimulation on button, the controller screen will show turning stimulation on screen, but the stimulation will show that it was off, and they can't feel the stimulation. Agent reviewed information. Agent instructed pt again to press the white square button and press stimulation on. Pt confirmed that they can feel the stimulation and group a showed the green highlighted color around the box.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back about the same issue. They said they have let their stimulation get down to zero because they said sometimes they don't need it and don't have pain. Reviewed that this is most likely the reason why stimulation is turning off. Reviewed that once pt charges ins back up, to turn stimulation back on. Pt was able to successfully turn stimulation back on during the call.